Event description:
During index procedure the patient had 2 endeavor sprint drug-eluting stents implanted to the rca. Approximately 34 months post index procedure patient death occurred. Cause of death was heart failure. Investigator assessed death a non-sudden cardiac death. Investigator indicated that the reported event was not related to the study device.

Manufacturer narrative:
Results, conclusions: inherent risk of procedure ¿ (death) . (B)(4).